Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had error code e116 and error code e112. The issue occurred during unspecified event. There were no reports of patient or user harm associated with this event.

Event description:
It was reported that when the power was started on the camera control unit during an inspection for use in a therapeutic laparoscopic gastrectomy procedure, error codes e112 and e116 messages were displayed. The intended procedure was completed without delay using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark company representative), h8. Additional information added to field b3, b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of error code e112 was not confirmed; however, error code e116 was confirmed. Based on the results of the investigation, the error code e116 event was found to have occurred due to a faulty graphics processing unit. Olympus will continue to monitor the field performance of this device.